Manufacturer narrative:
Describe event or problem, patient codes, device codes: updated. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00825 (B)(6) study. It was reported that death occurred. In (B)(6) 2017, the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 90% stenosis and was 6mm long with reference vessel diameter of 2.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 20mm study stent and a 2.25 x12mm study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject was contacted and their cardiovascular status was stable. In (B)(6) 2017, the subject died of an unknown cause at home.